Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the clinic after receiving a notifier for non sustained lead noise episodes. Upon review, all the episodes were due to sensing latency between the near-field and the far-field channel. No changes were made other than to disable the patient notifier. Patient has had no further issues.